Manufacturer narrative:
D9 the device was returned and the date received was added. H6 codes updated to reflect the device being returned. H6 medical device problem code was also updated to be better reflect what was reported.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient in cardiogenic shock was implanted with an impella rp flex for mechanical circulatory support. Hemolysis was noted and validated with lactate dehydrogenase. The impella cp was repositioned without improvement three hours later. The impella rp flex appears the inlet may be in contact with tv and be the source of hemolysis. Low flows with high pulmonary artery pressure reading on automated impella controller were noted. Clinical picture worsened. The device was explanted for concern of clot ingestion. The patient was escalated to veno-arterial extracorporeal membrane oxygenation. The patient was noted to survive.